Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. Visual and functional tests were performed. Event log had no applicable evidence to review. This device has not been in for service in the review period. Reported problem of failed accuracy test 10.95% was not verified by accuracy testing. No problem found. No action taken to correct the reported problem. Perform standard preventative maintenance to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device failed accuracy test 10.95%. The event occurred during testing. There was no delay in therapy. There was no customer damage reported. There was no physical damage reported. There was no patient involvement.